Event description:
It was reported that during an unknown procedure, the device cut but did not staple. The case was complete with another device. There was a patient consequence. No additional information was given to the caller.